Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient is experiencing ineffective therapy due to high impedances. As a result, surgical intervention took place wherein the leads were explanted and replaced. During the surgery, it was discovered one lead migrated and second lead was fractured. Effective therapy was restored.